Manufacturer narrative:
Correction - the information from the customer follow up below was missed in the initial MDR report. During a follow - up with the user facility, it was confirmed that: the device issue was found during a diagnostic colonoscopy procedure. The intended procedure was completed using an unspecified scope. It was indicated that there was an unspecified time of delay due to poor air and water supply. It was also confirmed that the device was inspected prior to use however, the findings of this inspection were not provided. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer did not know if the facility delayed the start of precleaning on the equipment after use. It was unknown if during the precleaning process, the customer supplied air and water through the nozzle. It was unknown if the customer flushed the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause and the identity if the foreign material could not be determined. Consideration: ¿based on the information obtained, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. Customer reported it was unknown if the specific IFU steps were followed during reprocessing, specifically the steps involving the components with foreign matter. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and air/water nozzle. There were no reports of patient involvement.